Event description:
A pt had an estimated blood loss of 200 ml when the content of the extracorporeal circuit was not returned following an external blood leak from a pin hole in the arterial line. The pt was not symptomatic as a result of the blood loss and did not require medical intervention. The pt resumed treatment with a new set up. MFR ref: 8030638-2014-00010.